Event description:
An ra patient developed a subclavian dvt at the site of a central line that had been placed for prosorba treatment. Patient had received their first treatment earlier in the day and was admitted to the hospital that evening. Angioplasty was performed.